Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) would not remain inflated and contrast leaked from the "reverse oreo" (inflation indicator port) during testing. There was no reported patient injury. The customer stated that the technician attached a syringe to test the balloon and observed contrast leaking from the reverse oreo, and the balloon did not stay inflated. The device will be returned for evaluation.